Event description:
It was reported that a patient's implantable neurostimulator (ins) had depleted due to non-use. It was stated that this was normal battery depletion and the patient was not experiencing any symptoms as a result of the depletion. The patient was no longer using that implant as she felt that it was not helping her pain anymore. The patient had an MRI on (B)(6)-2012. It was reported that the patient felt warmth in her back. The patient also has another ins that was not depleted. It was stated that the patient was "non-symptomatic". The patient was deciding whether or not to have the device explanted before having another MRI. It was noted that the patient had a "few" other medical issues not related to her pain or implants and that the patient was experiencing additional symptoms of anxiety due to ancillary health issues. No further information was received.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4).